Event description:
It was reported by customer that device presented a loosen ball joint.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no deficiencies were observed. A functional evaluation did not reveal any problems as the unit passed testing. The ball and socket knob tightened securely as designed. The head rest assembly was inserted into headset forward slide collar and knob and the assembly securely tightened as designed. The ball and socket shaft was inserted into the t-max vertical adjustment assembly and the headset vertical adjustment knob tightened securely as designed. The 20 pound weight test was performed on the headset assembly and the unit passed with no issues. A second technician was consulted and confirmed that the headset assembly passed the weight test and functioned as designed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.